Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software. Section d information references the main component of the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding external device. It was reported that for about the past 1-2 months, the handset was lagging at 91%. The agent reviewed the patient data and assisted the patient in deleting the data. The patient was able to bolus with no delay. The patient will call back if further assistance is needed. While on the call, the patient mentioned when they tried to bolus yesterday, they were intermittently able to connect to the pump, and at some point, in the middle of the night. The patient saw some kind of code but did not recall what it said. The agent reviewed the general use, and the patient was able to connect to the pump twice with no issues.